Event description:
It was reported that during an unspecified treatment procedure a shaft break occurred. The 90% stenotic lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). During introduction the shaft of the 3.0x15mm quantum maverick balloon broke. The procedure was completed with another of the same device. There were no patient complications. Patient status is reported as "good."

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).